Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2015 with the following findings: during investigation, no damage was observed to the keypad. All of the keypad buttons responded appropriately. The pump was exercised for 24 hours without self-locking. The pump was able to lock and unlock properly. The complaint that the pump was locking without user intervention was not able to be duplicated during investigation. There was no defect found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was locking without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.